Event description:
Customer reportedly received results of 102 mg/dl, 202 mg/dl, 283 mg/dl, and 474 mg/dl within 10 mins on the accucheck advantage system. No action was taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.